Event description:
It was reported that the customer hospitalized due to high blood glucose levels. The blood glucose reading at the time of admission was unknown. Troubleshooting was performed, and the insulin pump programming was incorrect. Advised the caller to speak with the hcp about the correct settings. Also, found that the insulin pump was alarming auto off when the customer arrived at the hospital. Troubleshooting was not possible as the caller did not have any insulin with him. Advised the caller to call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.